Event description:
It was reported patient underwent an initial total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to rotator cuff tear. The patient was revised to a reverse shoulder. Subsequently, patient was revised on (B)(6) 2013 due to patient fall. The taper fractured off the glenosphere and it was noted the stem was malpositioned. The surgeon removed the stem and humeral head and replaced with a biomet stem and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. The use of a glenoid prosthesis in patients with a deficient rotator cuff could increase the risk of glenoid component loosening due to non-anatomic loading conditions. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01950 / 01951).